Manufacturer narrative:
One device was returned for repair with complaint of motor rate error. No relevant service records found. Review of event log found check clutch/plunger lever alarm. Visual/functional testing was performed. Could not confirm or duplicate customer complaint of ¿motor rate error¿. Additional findings included cracked bottom casing, check clutch/plunger lever in device log, and worn drivetrain parts. Repairs included replacing the top casing, bottom casing, plunger case right, plunger case left, carriage, motor, lead screw, clutch cam, worm gear, and worm coupling. Functional testing was done to confirm the issue was fixed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Event description:
It was reported, that the pump showed motor rate error. And that there was physical damage to plunger head and top housing. There was no patient involvement.